Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the consumer alleged when using the hi-lo feature, one of the cables in the head board snapped and caused the head board to drop. The provider states the headspring dropped causing the motor to break as well.